Event description:
It was reported that there was a double beep, no cassette attached (dbnc) alarm. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The customer¿s reported problem was verified by functional testing. The root cause was the downstream occlusion (dso) sensor due to fluid ingression. Replaced the downstream sensor to correct the issue. The device then passed all functional tests after the repair.